Event description:
Caller reported a cartridge alarm 20 issue. There was no adverse impact to the customer's blood glucose level. Technical support advised the caller that a replacement pump with updated software would be sent. The caller was instructed to return the problematic pump to tandem using a provided return box and pre-paid label within 10 days to avoid charges. The caller acknowledged they will need to program their settings into the replacement pump and connect their cgm. They were also informed about storage mode instructions and using mdi as a backup therapy. The caller understood all instructions and confirmed their shipping address.